Manufacturer narrative:
(B)(4). Results = blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was that the blade did not work. Blade damage may occur from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were found during the manufacturing process. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap hysterectomy procedure, the device wouldn't work during a case. Another instrument was used to complete the procedure with no patient consequence.